Event description:
The facility reports the event occurred during use of the x-y system. The lift was on the fixed rail portion, came to the end of the rail, and partially went out of the end of the rail. No one was in the lift at the time; no injuries.

Manufacturer narrative:
The lock of the fix box was jammed in the open position. There was a possibility the lock could jam open, since the fix box was not positioned properly and there was an interference with the rail system. The MFR concludes the gate fixed box was not properly installed. CAPA-06-002 was opened for that kind of problem. The MFR recommends the product be inspected and repaired (if needed) by a qualified technician and that these actions be records. It is also recommended all similar product be inspected and repaired (if needed) by a qualified technician.